Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for a history of dvt and pe. The right groin was prepped and draped in sterile fashion. The seldinger technique was used to access the right common femoral vein. A 5 french catheter was advanced into the distal inferior vena cava. Digital subtraction angiography performed demonstrated incomplete filling of the distal inferior vena cava just above the caval bifurcation and some filling of paravertebral collaterals. The defect was felt to be secondary to extrinsic compression by large uterine fibroids. The renal takeoffs were visualized and the deployment sheath was advanced into the ivc. The filter was then deployed below the renal veins. Follow-up imaging demonstrated the filter to be in good position. Five months and seventeen days post vena cava filter deployment, the status post hysterectomy patient presented for retrieval of the filter as it was no longer needed. The right neck was prepped and draped in the usual sterile fashion. Ultrasound guidance was used to gain access into the right internal jugular vein. A 5 french catheter was passed into the distal ivc and venography was performed. A recovery sheath was exchanged over the wire and placed just superior to the filter apex. A retrieval device was advanced in an attempt to remove the filter. However, due to the position of the filter hook and apex, the filter could not be captured. Multiple attempts using a snare were also unsuccessful in capturing the filter. Two balloons were then used in an attempt to displace the filter tip which was embedded in the caval wall. Final attempts using both the retrieval device and snare were again unsuccessful in capturing the filter. A completion venacavogram was performed demonstrating continued patency without evidence of extravasation or injury to the ivc. The filter was left in place, the sheath was removed and hemostasis was achieved using direct pressure. The patient tolerated the procedure well without complication. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a g2 express filter could not be retrieved because the tip of the filter was embedded in the ivc wall. Based on the medical records, filter tilt and an unsuccessful retrieval attempt can be confirmed. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. A vena cava filter was successfully deployed below the renal veins for a history of dvt and pe. Approximately five months and seventeen days post deployment, retrieval of the filter was scheduled. Imaging identified the filter to be tilted with the filter hook embedded in the caval wall. Numerous attempts using multiple devices were unable to capture the filter. The decision was made to conclude the procedure, leaving the filter implanted. Post-run imaging demonstrated the filter to be in place with no extravasation or injury to the ivc seen. The patient tolerated the procedure well without complication. No additional medical records were received for this patient.